Event description:
The facility reported a fail code 500 that occurred during biomed testing. The hosp rep stated that there have been no reports of any pt incidnet involving this pump since the last baxter service event. No add'l info is known.